Manufacturer narrative:
Device is not returned to manufacturer.

Event description:
The dentist reported that zirconia abutment fractured at the walls.

Manufacturer narrative:
The product did not return. The complaint could not be verified. The device history record review for the abutment was performed and did not identify any manufacturing deviations that would result in or contribute to this complaint. This event is being reported due to a single preceding medical device report where surgical intervention did occur. This event is a subsequent malfunction. The risk to the patient is remote. Investigation of other complaints with similar abutments that were fractured concluded the fracture was related to the design of the hex and boss connection and to the screw access hole which led to the recall. Date received by manufacturer, add follow up type, add event problem codes, add evaluation codes, add device manufacture date.